Event description:
A us distributor reported that a patient was experiencing adjust belt or check belt messages and check therapy pad messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages and check therapy pad messages) has been confirmed. As received, the belt failed an ECG falloff test. Upon investigation the electrode belt ECG "c&d" cable was cut, damaging the lead 1- wire in the cable near the jst connector. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.